Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient's contact called regarding an air detected in the cassette alarm during dwell 10 of 10. The patient's contact observed a fluid leak. The patient's contact stated they did not see any solution on the cycler. The patient's contact stated the solution was on the floor and seemed to be coming from the side. The treatment was cancelled. The patient's contact checked behind the cassette door and did not see any fluid leaking. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. Additional information regarding the solution coming from the side was solicited but not available. The cassette was discarded.